Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was admitted with elevated lactate dehydrogenase (ldh), elevated pump power, and was feeling ¿bad.¿ the patient had multiple earlier admissions with the same signs and symptoms that were not previously reported to the manufacturer. Further information was requested but not provided.

Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A correlation between the device and the elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted system controller log file contained data from (B)(6)2017 at 07:25:10 through (B)(6)2017 at 06:03:11. No hazard alarms were captured within the log file and the majority of the data appeared to show routine power source exchanges. Transient power elevations up to 10.6 watts that appeared to be associated with pi events were also noted within the file; however, a correlation between these power fluctuations and the patient's elevated lactate dehydrogenase (ldh) could not be established. The pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.